Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leaking had been observed at the filter on the line. The pump had been stopped, and the tubing clamped. The patient had been scheduled in the clinic for a bag change that morning, with 49.6 ml remaining. The patient had not been affected. The event occurred while in use.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.